Event description:
(B)(4): leakage and alarms going off. Additional information received 3 june 2020: issue was found during testing. No patient involvement. Investigation completed on a smiths medical level one device. Summary in h 10.

Event description:
Information was received that device leakage and alarms going off. Incident occurred during preventive maintenance; no patient involved.